Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 23mar2026. Medwatch report is mw5185850.

Event description:
It is reported, bd low sorbing secondary set smartsite needle-free valve bag access port, leaking around connector.